Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial insert broke during case.

Manufacturer narrative:
Additional narrative: the device associated with the reported event was not returned. The product lot code was not provided. A search of the complaint database found additional reports of pfc*sigma stab tib ins trial breakage. The previous complaints were investigated and the root cause attributed to product wear out and/or misuse. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.